Event description:
The distributor reported that the up arrow button and ok button did not activate desired pump functions when pressed. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: investigation revealed an intact keypad with intermittently responsive up and down buttons. The contrast button was unresponsive. Upon removal of the keypad cover, contamination was found under all contacts. Unrelated to the original complaint, the audio bolus button (abb) was unresponsive. No damages were observed to the abb cover. Upon removal of the cover, moisture contamination was found inside the abb cover and under the abb contact. Additionally, the battery compartment was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).